Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced aches, pains and thirst. Customer treated themselves using a manual syringe. Customer would not cooperate and properly troubleshoot the insulin pump.